Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via (B)(6) with the pulse generator exhibiting atrial under-sensing. Programming interventions were discussed; however, no interventions were reported. The patient was in stable condition.